Event description:
It was reported that there was insufficient roll-off. A leveen coaccess was selected for use to treat a case of cancer in the liver. When roll-off was attempted, it was noted that it took longer than usual. By increasing the cauterization range in stages, roll-off was possible at about 180 w when the range was narrow. However, when the range was increased, roll-off did not occur, even at 200 w. The procedure was completed using this device and there were no reported patient injuries as a result of the malfunction.

Event description:
It was reported that there was insufficient roll-off. A leveen coaccess was selected for use to treat a case of cancer in the liver. When roll-off was attempted, it was noted that it took longer than usual. By increasing the cauterization range in stages, roll-off was possible at about 180 w when the range was narrow. However, when the range was increased, roll-off did not occur, even at 200 w. The procedure was completed using this device and there were no reported patient injuries as a result of the malfunction.

Manufacturer narrative:
Device analysis: the complaint device was returned for analysis. Visual examination revealed no damage to the device. The handle was extended and retracted, and the needle could be activated without any issue. Continuity and functional tests were carried out and both passed. Laboratory analysis was unable to confirm the reported observation.